Event description:
Pt assisted to commode. After pt got up from commode with assistance and placed back in bed, rn noticed that the commode's front legs were bent in. Weight limit of commode 350 pounds, pt's weight 273 pounds. FDA safety report ID# (B)(4).